Event description:
It was reported that revision surgery was required for this scorpio ps tibial insert. The device had been implanted for 1 year. The surgeon reported that he found that the insert was extremely pitted both superiorly and inferiorly upon revision. The surgeon also reported that the knee was full of pus and the pus was caused by a reaction to the poly insert. No infection was found.